Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. Visual and tactile inspection was performed. There was blood and contrast in the inflation lumen and in the balloon. There were numerous hypotube kinks. Magnified inspection was performed. There was a balloon tear 8mm long 14mm from the distal tip. There was also an inner shaft kink 1mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR ID: 2134265-2014-04113 and 2134265-2014-04115. It was reported that the balloon ruptured. Vascular access was gained via the common femoral artery with anterograde approach. The severely calcified target lesion was located in the anterior tibia artery near the ankle. The 2.0x40mm coyote es balloon catheter was advanced and ruptured at 14atms. Another 2.0x40mm coyote es balloon catheter was advanced and also ruptured at 14atms. A 2.5x40mm coyote es balloon catheter was then advanced and also ruptured at 14atms. Two other non bsc balloons were then advanced and also ruptured. Angiography showed that the flow was recovered at this point, therefore the procedure was finished. There were no patient complications reported and the patient's status is good.

Event description:
Same case as MFR ID: 2134265-2014-04113 and 2134265-2014-04115. It was reported that the balloon ruptured. Vascular access was gained via the common femoral artery with anterograde approach. The severely calcified target lesion was located in the anterior tibia artery near the ankle. The 2.0x40mm coyote es balloon catheter was advanced and ruptured at 14atms. Another 2.0x40mm coyote es balloon catheter was advanced and also ruptured at 14atms. A 2.5x40mm coyote es balloon catheter was then advanced and also ruptured at 14atms. Two other non bsc balloons were then advanced and also ruptured. Angiography showed that the flow was recovered at this point, therefore the procedure was finished. There were no patient complications reported and the patient's status is good.